Event description:
During operation, sparks were created in the teflon body assembly and the isolation of the button was burnt off completely. When the doctor tried to disconnect the button from the working element, the piece that hooks in the teflon body, broke off.

Manufacturer narrative:
The product has been returned to MFR for investigation and the failure can be confirmed. The respective subassembly of the working element, a unit called "teflon body" exhibits a known failure mode (burning of the contacts). It can not be excluded that inappropriate handling by the user caused the teflon body's burning due to insufficient contact between electrode and working element. The electrode is in a very bad state: insulation and contact part are absent. The failure occurs due to insufficient contact if the electrode has not been engaged properly in the locking device. Owing to the burnt and partially melted contact segments, the correct insertion of the electrode is no longer possible. To avoid this kind of damage it is necessary that the electrode is correctly inserted or fixed in the working element. Internal arcing between the electrode and working element may occur if the electrode is not correctly engaged in the locking device. The level of damage depends on the intensity of the electrical current (controlled by the settings of the hf-unit). If it is not checked that the electrode's insertion has really "clicked/locked-in" or if an attempt is made to use an unsuitable or defective electrode, then this may result in insufficient engagement of the electrode. Furthermore, residues due to insufficient cleaning may be responsible for the improper engagement in the locking device. The "instruction manual" clearly states that the electrodes must be checked for their secure engagement before being used. It is under control of the user to check the items prior to use and to prevent them from being further operated if nonconformities are observed.